Manufacturer narrative:
The glucose and creatinine reagents used for patient testing were non-roche reagents. The lot numbers and expiration dates were not provided. On (B)(6) 2024 the fse visited the customer site and replaced reagent probes and the pipetter unit. The fse adjusted the pipettor positioning and confirmed the ultrasonic mixer settings. Qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 4 patient samples tested for glucose and creatinine on a cobas 8000 c 702 module. Patient 1 initial glucose result was 1683 mg/dl. The repeat result was 133 mg/dl. Patient 2 initial glucose result was 924 mg/dl. The repeat result was 87 mg/dl. On (B)(6) 2024 the field service engineer (fse) replaced and adjusted reagent probes and confirmed the water quality of the cleaning mechanism. Multiple measurements were performed with no issues. On (B)(6) 2024 patient 3 initial creatinine result was 7.06 mg/dl. The sample was repeated twice with results of 0.66 mg/dl and 0.65 mg/dl. On (B)(6) 2024 patient 4 initial creatinine result was 3.70 mg/dl. The repeat result was 0.47 mg/dl. Repeat testing was performed on a different module; the repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.